Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired. The cause of death could not be conclusively determined as the patient was found deceased in bed. The submitted system controller event log file captured a pump stop event on 28jan2026 due to full depletion of the external 14 volt lithium-ion batteries, followed by full depletion of the system controller's internal backup battery (refer to the system controller investigation). No other notable events or alarms were captured. The pump appeared to have operated as intended at the set speed prior to the pump stop. Provided information indicated that the device operated as expected. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The outcome was not considered device or therapy related and the device operated as expected. The coroner provided primary system controller to left ventricular assist device (lvad) team. Last 6 alarms indicated that patient was on battery power overnight, battery power and backup system controller power depleted, and the pump turned off. The cause of death appeared that the patient fell asleep on battery. The patient was found deceased several hours later. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.